Manufacturer narrative:
E1 - initial reporter phone: (B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right internal carotid arteries. A 5.5mmx20mmx135cm (4f) sterling balloon catheter was advanced for dilation. During the procedure, a balloon ruptured was noted during inflation check at the time of setup. The procedure was completed with another of same device. There were no patient complications as a result of this event.